Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient went in to the healthcare provider¿s office on (B)(6) 2019 complaining of retention. It was noted that a ¿bladder scan revealed post-void residual of 13. No treatments.¿ it was stated that the patient did not have retention prior to implant. The patient stated to the healthcare provider that they ¿only have these symptoms when riding an airplane since the stimulator was placed.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that for the last 3 days the patient hurts because she cannot pee, and noted if she urinates at all, it is "just a dribble". The patient reports that she has the bladder stimulator and noted she hasn't had to adjust the stimulation because it has been "perfect". The day before yesterday she increased stimulation from 2.1v, to 2.4v. Patient services reviewed considerations that the stimulation may be set too high, which is preventing her from going to the bathroom and emptying her bladder. Recommended that the patient try decreasing stimulation. Patient services had the patient check the device which showed the stimulation intensity was set to 2.4v, on program 2. The patient decreased stimulation to 2.0 v and will monitor symptoms now that change was made and will follow up with their doctor if doesn't resolve. No further complications were reported or are anticipated.